Event description:
The customer reported the endoeye flex deflectable videoscope was being inspected prior to procedure. During inspection, the screen went black with no image. The customer replaced the scope with a similar device (another ltf-s190-10 scope) to complete the procedure. No adverse effects to patient reported.

Manufacturer narrative:
The device was returned for evaluation. During testing, the reported issue was not confirmed. The returned device produced an image under the following conditions: during angulation in each direction; during application of mechanical stresses on the universal cord like pulling, bending and stirring; during application of heating stress (load) on the video connector unit; during application of light impact stress on the scope tip and video connector unit; during repeated power on and power offs; and during continuous use of the power supply (approximately 90 minutes). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that chipping was recognized on the rubber glue, the external load generated during handling of the device may have temporarily caused the electrical connecting status to be unstable; or the video connector was connected in the condition that a foreign material or stain adhered to the contacts on the video connector or the contacts on the video system center side may have led to temporary contacts failure; or there was a sporadic overcurrent such as static electricity that may have caused the subject event. In addition, there is a possibility that overcurrent occurs due to connection/disconnection of the video connector in the condition that the system was powered on, leakage current from other devices or electrical wiring, or adhesion of dust or moisture to the electrical contacts on the video system center or the video connector. The video connector section, especially electrical parts such as the inner electrical circuit board which was installed on the electrical board, had some kind of electrical damage and abnormality such as failure may have temporarily occurred. There is another possibility that an abnormality occurred due to deterioration over time since the video connector section had not been replaced for four years and 6 months since its delivery in march 2019. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.